Manufacturer narrative:
The technician found the head hi/low function was drifting due to a leaking valve. The technician replaced the head hi/low valve to repair the bed.

Event description:
Alleged the head section is drifting down.